Event description:
It was reported that the connector is broken. A philips field service engineer (fse) further clarified the symptom as an ECG cable connect error. There was no patient involvement.

Manufacturer narrative:
.